Manufacturer narrative:
The returned attachment was tested by manufacturing personnel. Attachment did not meet production specifications for bur insertion and removal, rotation, run noise, cap temperature, cut, and current draw test requirements per specification. Quality personnel then investigated the attachment. Maximum temperature for the attachment head did exceed requirements. Free run testing for 30 seconds resulted in a maximum temperature of 33.9 c. Free run testing for 3 minutes resulted in a maximum temperature of 69.8 c. Load testing attachment for 3 minutes resulted in a maximum temperature of 43.2 c. The lack of lubrication exhibited by this attachment may have caused accelerated wear to the moving internal components of the attachment. This wear could have caused, in turn, an increase in friction and further increased wear on components. These factors could have led to the overheating described in the original complaint.

Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated and burned a patient. There was no intervention required.